Event description:
The technician reported that when the brake is set the bed can still be moved if it is pushed on. The bed was located in the med surgical floor at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged stems which also damaged the brake caster supports. See scanned page. The technician replaced the brake caster, brake steer caster and support to resolve the issue. Based on this information, no further action is required.